Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodged and remained on the delivery catheter. The target lesion was located in the coronary artery. A 2.25mmx16mm synergy ii everolimus-eluting stent was advanced for treatment; however the stent had slipped back onto the shaft and did not deploy. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.